Manufacturer narrative:
We have now concluded our investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The renasys go with serial (B)(6), intended for use in treatment, was returned for evaluation. A visual inspection found the dc inlet port to be broken, the functional evaluation established a relationship, confirming the reported issues, leaking motor and failure to alarm. The root cause was determined to be pump failure. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The dc inlet port due to the frequency of connecting and disconnecting the power cable, can after a period of time become defective, care is to be taken when the charging cable is attached or removed and to avoid excessive pressure when doing so. Functional/leaking pump is known to be caused when the internal diaphragm is torn or damaged and or the valve seats have become contaminated or worn.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.